Event description:
Iud removed, one arm missing from the device.======================manufacturer response for paragard iud t380a, (brand not provided) (per site reporter).======================leadership is working with rep.